Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. During the evaluation, the instrument conditions were checked, and no general issues were found related to the event. Based on the provided pre-analytic information, the centrifugation time for the sample in question was only 3 minutes when compared to the tube manufacturer's specifications of a minimum of 10 minutes. The service/customer's actions resolved the issue. No further issues were reported afterward. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site (an incorrect handling of the sample/sample quality issue with clots or fibrin). Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The cobas e411 rack system serial number was (B)(6). The calibration signals were above expectations. The qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys troponin t hs (tnths) stat assay on a cobas e411 immunoassay analyzer (rack system). Sample 1: initial result: 8.5 pg/ml. Sample 2 was ordered and tested per the laboratory's protocol: result: 76.58 pg/ml. This result was considered high and did not match the patient's clinical record and, therefore, prompted the repeat of the sample. Repeat result: 9.29 pg/ml. Sample 3 was ordered and tested resulting in a value of 9.65 pg/ml. The repeat result of sample 2 was deemed to be correct because it fits the result for sample 1 and the clinical record. No questionable results were reported outside the laboratory.